Manufacturer narrative:
Additional information: device manufacture date and lot number provided.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was visibly bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Field representative was present onsite when the reported event occurred. A replacement probe resolved the issue. No further issues were reported. Replaced probe was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the probe pedicle was bent. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.